Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error was displayed because communication with the scope failed due to faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the video system center had a b30 communication error. The issue was found during preparation for use before a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that error code b30 (scope communication error) was due to a faulty video connector. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.